Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details. The cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 78-year-old female with an indication for use of impella cp due to acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock, was supported emergently following an left main coronary artery dissection. The patient had undergone CPR, was intubated, and was placed on va- extracorporeal membrane oxygenation prior to impella insertion. The team reported pulmonary artery perforation on tee echo imaging, and the patient received blood products due to significant bleeding. During rounding, tte demonstrated severe mitral valve regurgitation and the pump unable to generate flow above p1. The low flows and device in wrong position prompted the team to troubleshoot and reposition the pump. The physician repositioned the device, resulting in improved flows and motor current; however, it remained unclear whether the performance limitations were due to positioning or possible clot entrainment. The clinical team elected to switch from bicarbonate to heparin purge to allow for hemostasis, and continued monitoring for potential need to replace or remove the device. The device ultimately remained in use until patient care was withdrawn. The pump had supported for just a day when care was withdrawn, the death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.